Manufacturer narrative:
(B)(4). Concomitant medical products - unknown femoral head, unknown depuy femoral stem, unknown arcom acetabular liner, all catalog#'s: ni all lot's#: ni. (B)(6). It has been indicated that the product will not be returned to zimmer biomet. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends. Thorup, b., mechlenburg, I., & soballe, k.(2008). Total hip replacement in the congenitally dislocated hip using the paavilainen technique. Acta orthopaedica, vol 80 (3), pages 259-262. Http://www.tandfonline.com/doi/full/10.3109/17453670902876789. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-02073 & 0001825034-2017-02674.

Event description:
It was reported in the journal article that 3 patients experienced hip dislocations. One patient underwent a closed reduction procedure two days post-implantation. One patient experienced the dislocation due to malposition of the cup, and underwent an open reduction and repositioning of the cup two days post-implantation. One patient underwent an open reduction procedure approximately three months following the dislocation, and reported experiencing pain. No additional patient consequences were reported.